Event description:
It was initially reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of two months prior, the ring was implanted successfully; however, "once off bypass we looked again, and again we had sam with moderate mitral regurgitation. At this point in time, we decided to just go back on bypass and replace the valve."

Event description:
It was initially reported that the patient has expired after an implant duration of approximately 0.07 months. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was cardiac failure and multi-system organ failure.per the operative report, the patient left the operation in "stable condition" and was transferred to the ICU.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful ring repair & s.a.m. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device explanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.